Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: can you please clarify how the device misfired? Did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? As per surgeon cut line was proper. Why was it necessary to hand sew the affected site? As per surgeon stapler(pse60a)cut but not staple properly. On which firing did this event occur (1st, 2nd, 12th, etc.)? 3rd. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was buttressing material utilized? If so, which product? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device and the gold reload misfired, while he used same after using the green reload in mentioned procedure. The surgeon hand sewed the affected site. There were no adverse consequences for the patient reported. One device and one reload were discarded.